Manufacturer narrative:
Qn#(B)(4). Returned for investigation was an ac3 pcs assembly. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the returned sample was per-formed. No abnormality was noted. The attached picture was reviewed and shows an alarm strip with a high baseline alarm. The returned pcs assembly was installed into a known good lab inventory ac3 for functional testing. The pump started up successfully. Pumping was initiated. The source side leak test was performed and passed. The pump continued to pump successfully for over 1 hour. The pcs assembly was removed from the pump. Each valve was connected to a 12v dc power supply to check proper function. Each valve responded properly to the 12v supplied with an audible click. Visual inspection of the pcs assembly internal hardware was performed. Blood buildup was noted inside drain valve v4. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of purge failure alarm is confirmed. During the complaint investigation, blood was noted in the v4 drain valve, which can cause the reported alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the blood buildup inside the pcs assembly. The cause of blood backing up into the helium tubing in the pump would be an iabc balloon rupture. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "persistent purge failure/high baseline alarms unresolved. Pump exchanged, second pump no alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "persistent purge failure/high baseline alarms unresolved. Pump exchanged, secound pump no alarms". No patient injury or consequence reported. The patient's current condition is reported as "fine"